Event description:
It was reported the patient underwent onyx embolization a couple of weeks ago on an unspecified date. During the onyx injection, it was reported the onyx was observed to be leaking out from the proximal tip of the ultraflow microcatheter. No further information was available. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00074.

Manufacturer narrative:
Received information stating that the patient expired on (B)(6) 2014. The medwatch report number received was 2601410000-2014-0005. Updated part (checked box with patient death). Reference (B)(4) follow-up 1.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined. (B)(4).